Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the radial artery. The 90% stenosed, eccentric shaped, 12mm in length, de novo target lesion was located in the severely calcified and severely tortuous, 3.5mm in diameter, left circumflex (lcx) artery containing a significant bend of >90 degrees. The lesion was pre-dilated resulting in 50% residual stenosis. A 3.0x16mm promus premier stent was implanted in the proximal part of the lcx artery. A 2.50mm x 15mm emerge balloon catheter was selected to dilate the lesion distal to the stent. Upon removal of the balloon, resistance was met and the balloon shaft fractured leaving 30-40 mm of the shaft in the left main and lcx artery. Snaring of the shaft failed, thus, the balloon shaft was covered with three stents in the left main artery. Angiographically, the result looked to be satisfying. The shaft was covered except for 1-1.5mm at the left anterior descending (lad) ostium where that ostium was left uncovered. The procedure was completed with another of the same device. The patient refused a follow up visit to observe using ivus. The patient is in stable condition.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no original packaging or other devices. The distal portion of the catheter including majority of the distal inner shaft, portion of the balloon, markerbands and distal tip were not returned for product analysis. There was contrast and blood in the inflation lumen. The distal inner was separated just past the proximal inner. There was 9 mm of the proximal side balloon attached to the distal outer. The returned portion of the balloon was torn longitudinally (8 mm) with a complete circumferential tear. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or broken shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).